Manufacturer narrative:
Of the 21 allegations of a malfunction, 20 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. During investigation for unrelated complaints, there was 1 failure found. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 21 malfunction events. A review of the events indicated that the one touch ping model pump experienced a loss of prime issue. These reports were received from various sources. The patients associated with this allegation range from 4-79 years of age and between 65 and 283 pounds. Of the reported patients, 11 were male and 10 were female.